Event description:
It was reported to tyco healthcare/kendall that a customer has a problem with a suction catheter. The customer stated that the end of the catheter tip noted to be pointed, causing slight bleed from patients nose.

Manufacturer narrative:
An investigation is underway. Any conclusive results will be forwarded.